Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, skin irritation, respiratory tract irritation, inflammatory response and cancer. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed dust-like contamination on the top cover, right side panel, in the iso port, in the air inlet, humidifier flip lid seal, on and under the blower cap, on and in the blower motor and in the humidifier bottom enclosure. A blackish substance consistent with sound abatement foam was observed on the top cover, ui panel, in the sd card slot, all around the air inlet and on the interior side of the right-side panel. Evidence of potential liquid ingress was observed in the iso port. A white/greyish dust-like contamination (possible burn marks) were observed on the interior side of the top cover, left side panel and in the water chamber. A blackish substance consistent with sound abatement foam was observed on the interior side of the top cover. Pil observed dust-like contamination on the pca. A blackish substance possibly sound abatement foam was observed on the pca. Potential evidence of liquid ingress with a dust-like contamination consistent with mineral deposits was observed on the interior side of the blower cap, on the blower housing, on the bottom and inside the blower motor. Pil observed the sound abatement foam completely deteriorated in the base of the bottom enclosure. Pil confirmed the presence of degraded sound abatement foam and the error log showed 4 errors logged. Pil is unable to directly address the symptoms outlined in the complaint. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, skin irritation, respiratory tract irritation, inflammatory response and cancer. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.